Event description:
Healthcare professional reported reported a rupture of the right device. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, black particles material was found on the shell and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one sharp edge opening in the shell with nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.